Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced multiple supply bag lines are blocked messages during dwell 2. The patient stated while checking the connections the bag became disconnected from the tubing and fluid leaked on to the floor. Upon follow up, the patient confirmed the reported event, stating that the tubing broke off of the connection causing fluid to leak while checking supplies during treatment. The patient confirmed that the cycler experienced multiple supply bag lines are blocked message in dwell 2. The patient stated while on the phone with technical support, they tried to clear the message by working the cone of the bag, at which time the tubing broke off of the white connection and fluid began leaking onto the floor. The patient stated they did not use any new or abrasive techniques to work the cone of the bag. The patient could reasonably suggest the cycler set tubing connection was faulty. The patient stated after the tubing disconnected, the white tubing connection piece remained secured to the bag. The patient confirmed there were no defects or issues with the solution bag used during the reported event. The patient confirmed that no fluid came in contact with the cycler. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed they cancelled treatment after the fluid leak and did not complete treatment on the night of the event. The patient completed a manual treatment the next morning with no issues. The patient confirmed the cassette was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced multiple supply bag lines are blocked messages during dwell 2. The patient stated while checking the connections the bag became disconnected from the tubing and fluid leaked on to the floor. Upon follow up, the patient confirmed the reported event, stating that the tubing broke off of the connection causing fluid to leak while checking supplies during treatment. The patient confirmed that the cycler experienced multiple supply bag lines are blocked message in dwell 2. The patient stated while on the phone with technical support, they tried to clear the message by working the cone of the bag, at which time the tubing broke off of the white connection and fluid began leaking onto the floor. The patient stated they did not use any new or abrasive techniques to work the cone of the bag. The patient could reasonably suggest the cycler set tubing connection was faulty. The patient stated after the tubing disconnected, the white tubing connection piece remained secured to the bag. The patient confirmed there were no defects or issues with the solution bag used during the reported event. The patient confirmed that no fluid came in contact with the cycler. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed they cancelled treatment after the fluid leak and did not complete treatment on the night of the event. The patient completed a manual treatment the next morning with no issues. The patient confirmed the cassette was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.